Event description:
During a routine needle electromyography (emg) procedure, while examining the left iliopsoas muscle, the concentric needle broke off of the needle hub. This incident occurred during the portion of the motor unit activation exam, where the hip is flexed upwards with the needle in the muscle. The adipose tissue there require deeper penetration of the needle. The needle was from ambu neuroline concentric (ref #(B)(4) lot #1000652154). The patient did not report discomfort. X-ray revealed evidence of the needle fragment present in the proximal left thigh. Patient was evaluated at a local emergency room (ER) where no urgent action was required. Patient is awaiting urgent outpatient surgery evaluation for removal of the foreign object.